Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record for the valve was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, which in this case must likely was due to suboptimal position as was reported of a deep implant (1.5cm). Inaccurate delivery is often influenced by patient anatomy and user technique, but a root cause of the low implant depth could not be determined from the available information.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was deployed in a deep position, resulting in a moderate paravalvular leak. Another device of the same model and size was implanted valve-in-valve. No subsequent adverse patient effects were reported.